Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant fracture. Region unknown. Construction unknown. Opg showed periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.